Event description:
It was reported that during use of the protector p20-o there was an issue with foreign matter coring. The following information was provided by the initial reporter: paclitaxel vial stopper cored when p20-0 protector attached to the vial.

Manufacturer narrative:
H.6. Investigation summary: one photo showing a grey particle was provided to our quality team for investigation. While the particle may be consistent with the rubber stopper, without the actual sample we cannot verify the origin of the particle observed. No photos or samples displaying the report issue related to the expansion chamber were provided for investigation. A device history review was performed for lots 1902153 and 1903161, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Retained samples of each lot were used for additional evaluation. In all cases the product functioned as intended, the expansion chamber expanded properly, liquid was able to be drawn from the vial, and the product functioned as intended. Fragmentation testing was also performed, no particles or coring was identified. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the protector p20-o there was an issue with foreign matter coring. The following information was provided by the initial reporter: paclitaxel vial stopper cored when p20-0 protector attached to the vial.